Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received stating that the system has been working after the reported issue.

Manufacturer narrative:
Patient information was unavailable from the site. (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that after turning the system on and while moving to the operating room, the system beeped continuously. After connecting the umbilical cord, the beeping continued and the system failed to boot up completely (green bars visible). The site tried to fix the issue with a re-boot that froze with text "initializing systems, please wait..." Visible on the image acquisition system (ias) monitor. The site used a different imaging system that was available. After a few unsuccessful reboots, the system booted up correctly. After running the calibrations, the site repeated boot up process five times and was not able to reproduce error. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received stating that the issue occurred when booting up the system when preparing the operating room (or) for operation.- medtronic received information regarding an imaging system being used in a procedure. It was reported that the system malfunctioned in a similar manner. The system beeped continuously after booting and didn¿t boot completely. They re-boot the system several times but the it never got past the ¿booting phase.¿ the system was left unpowered for 10 to 15 min, after which the system turned on normally and worked well during the procedure. The issue didn¿t cause delay, but slowed down the preparations and caused concerns. There was no impact on patient outcome.